Event description:
It was reported that patient the presented in operating room for initial implant. During the procedure, the right ventricular lead exhibited high impedance. The physician attempted to reposition the lead four times but the lead impedance continued to rise. The lead was replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.